Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via facility medwatch (B)(4) that stent dislodgement occurred. The target lesion was located in a coronary artery. While attempting to deploy a 3.50x38mm promus premier¿ drug-eluting stent, the stent came off the balloon and lodged in the body. The physician was able to move the stent to the femoral artery and was removed from the patient's body. No patient complications were reported and the patient was discharged two days later.